Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. User facility medwatch report number: mw5082120. It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Sus voluntary event report: we next advanced a bmw universal wire to the distal vessel and attempted to cross through a chronic totally occluded stent at the distal vessel unfortunately we are unable to through the stent. There was a 99% mid vessel stenosis and balloon angioplasty was done to reduce that lesion to less than 20%. We next try to cross through the distal lesion using a whisper wire again without success. However, upon pulling back the whisper wire, the tip of the wire broke from the wire. This was unusual, as there was no resistance when removing the wire nor had we performed any intervention over this wire. We evaluated the residual portion of the wire and noted that the radio-opaque tip of the wire had dislodged at the solder point.

Event description:
Subsequent to the initially filed report, the following information was received: target lesion was in distal right coronary artery, that was totally occluded, moderately tortuous, and heavily calcified, with a small channel proximal to a previously implanted stent. The separated portion of the whisper guide wire could not be snared from the patient anatomy and remained free floating in the vessel. The procedure was aborted, as the patient had EKG changes and chest pain that was relieved with medication. Five days post procedure, the patient underwent a two-vessel coronary artery bypass graft surgery, where the separated portion of the guide wire was retrieved from the patient anatomy.

Manufacturer narrative:
Patient codes: 1710 not labeled 1817 not labeled. Internal file number - (B)(4). Patient code 2687 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance and detachment appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with totally occluded, moderately tortuous, and heavily calcified anatomy resulting in the reported failure to advance. During removal interaction with the anatomy and/or manipulation of the device resulted in the reported tip detachment. The reported difficulties possibly contributed to the reported patient effects, however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.